Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead was found to be dislodged and was present in the ventricle. During the atrial lead revision, the right ventricular (rv) lead r waves were noted to be low and there was occasional undersensing when connected to the analyzer. The leads were explanted and replaced. No patient complications have been reported as a result of this event.